Event description:
It was reported that undersensing was observed on the right atrial (ra) lead and the device. The device was reprogrammed. The patient was stable and there were no adverse consequences.